Event description:
It was reported that the stretcher's brakes were not working. The unit reportedly can be freely moved with brakes engaged. Additionally steer lock is not operational.

Manufacturer narrative:
Requested that customer remove the unit from service until evaluation can be completed.